Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer's wife stated that her husband's pump has no power on it. The wife stated that they did not receive a low battery alert prior to the off no power alert. The customer stated that the battery cap is not loose, cracked or damaged. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.